Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced three infusion sets bent cannula within 3 hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of issue was 26 mg/dl. Patient went to emergency room on (B)(6) 2024 and stayed for 5 or 6 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.